Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 179 mg/dl. The custome stated that they dropped the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display and a constant tone alarm due to cold solder joints at the mother board. No other display anomaly could be verified due to the blank display. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.